Event description:
It was reported that, during a rotator cuff repair surgery, upon insertion of the footprint ultra pk suture anchor, it fissured. All fragments were retrieved from the patient with tweezers. A back-up device was used, in the same bone hole, to complete the procedure, which was not significantly delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 5.5 footprint ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The proximal end of the anchor is splayed and broken. As reported the patient had hard bone and an awl was used to prepare the insertion site. Per the device instructions for use in hard bone applications a 4.5mm spade tip drill is recommended to prepare the insertion site for this anchor. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.